Event description:
A report was received that the patient felt a shocking sensation and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the shocking sensation seemed to be positional changes wherein the stimulation would increase with certain movements, and not so much a shock. No further course of action will be taken.

Event description:
A report was received that the patient felt a shocking sensation and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/ 396337, description: linear st lead, 50cm.